Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the customer dropped the pump and cracked the touchscreen in multiple places. Reportedly, the touchscreen is unresponsive. There was no impact to customers blood glucose level. Customer had reverted to back up manual injections.